Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads; upn: m365sc8336500; model: sc-8336-50; serial: (B)(4); batch: 7070705.

Event description:
It was reported that the patient developed lower extremity weakness postoperatively. A computerized tomography scan was performed, and physician stated that there was no hematoma and mild stenosis present at the paddle site. It was not device related per physician. The patient underwent an ipg and lead explant procedure and was referred to a rehab hospital upon a mild improvement of symptoms. The explanted lead and ipg were discarded.